Event description:
It was reported that when using the bd pyxis¿ medstation¿ es drawer failed. The customer reported that there was delay in dispensing the medication. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 25-oct-2016 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that full-height cubie drawer 6 was not detected on the bus. A field service engineer reseated the bus cable and retractor band, powered the station back on, and confirmed the diagnostic lights displayed correctly. The drawer was successfully detected, and the storage space configuration was opened, and the drawer was able to be opened and closed multiple times with no issue. The system functioned as intended after the field service engineer repaired the device.